Manufacturer narrative:
The customer reported that the transmitter heated up when the batteries were installed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the transmitter heated up when batteries were installed.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the transmitter heated up when batteries were installed. The unit was evaluated and the problem could not be duplicated. The batteries required for this investigation were not returned. New batteries were inserted into the unit and heating could not be duplicated. Inspection of the negative contacts shows resin melting at the spring which per the nkc investigation is indicative of improper battery insertion. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.